Event description:
It was reported that the screwdriver had broken during use. It was reported that a second unit was used to complete the case.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.